Event description:
Four implants were placed 6/5/96. All were uncovered 2/11/97. 1 implant (1st molar area) was removed 10/27/97. It had not osteointegrated. No infection was noted. One person affected.